Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.

Event description:
It was reported the customer experienced issues with air bubbles being present at the luer lock and throughout the tubing. Customer has to disconnect the tubing from site and prime out air bubbles before every bolus. Customer's blood glucose level was impacted (300-400 mg/dl).